Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2003; 419388 lead, implanted: (B)(6) 2003. Evaluation summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent noise over the past two years. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.